Event description:
Rec'd letter and pump from the pt on 08/13/99 with indication of two episodes. 1st episode - pt seen in emergency room for hyperglycemia and high ketones. When she disconnected from pump, she noticed that the leur lock fitting had not been properly connected. Pt gave subcutaneous insulin bolus and blood glucose returned to normal. 2nd episode - pt reported hyperglycemia and self-corrected problem. Pt feels event related to stress situation in her life. Pump returned for "peace of mind" evaluation for pt.